Event description:
It was reported the filament of the abbott diabetic care (adc) device remained in customer's skin. The customer was unable to treat themselves and had contact with a healthcare professional (hcp) and sensor filament was surgically removed in a minor operation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.